Event description:
Cardiac catheterization was attempted from the right brachial approach. The guidewire was inserted in the right radial artery. The guidewire was placed in the ascending aorta and a cordis catheter was placed in the ascending aorta without manipulation or torquing. Upon torquing to engage the right coronary artery, without excess torque or manipulation, the catheter spontaneously kinked. Multiple attempts were made to straighten the catheter in the artery. The pt was in significant pain and emergency surgery to remove the catheter was performed successfully.